Event description:
The service company reported they received this unit with a note stating. "Unit periodically stops giving airflow. Lights remain lit. However, no flow delivered. Also battery only lasts 10-15 minutes." The MFR requested the unit be returned for evaluation. Subsequent info received from the clinical specialist at the user facility stated, "the problem occurred while connected to pt. Per caregiver, ltv would stop giving flow or respond to pts flow demands. Caregiver states the noise from the vent would change and the pt would become agitated. Caregiver would remove filter and reattach tubing and sometimes flow would begin. On most occasions, caregiver would power down vent, and upon restarting, the vent would be fine. This happened at least 8 times and never had a pattern to it, meaning it did not happen upon starting or after so many hrs of running. Pt is essentially on CPAP and was not harmed during any of the malfunctions."